Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update on the status of this report. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The initial reported malfunction that the guidewire was missing coating proximal on the radifocus guidewire m device was determined not to be correct. The return sample evaluation by the manufacturing facility revealed that there was no shearing of the coating on the outer surface. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation.

Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that the guidewire was missing coating proximal on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: it was discovered during a procedure when changing out the catheter; it was reported that they could not get the catheter out without pulling both the catheter and wire out together; it was a difficult procedure and they did not want to lose the guidewire position so they had to cut the wire; it was reported that the wire had not been used through a needle; and there was no harm to the patient.